Manufacturer narrative:
Philips has investigated this complaint. At the time of the event, the user was attempting to use the cone beam CT (cbct) function of the azurion system. To be able to use cbct, the table should be positioned within specific ranges, and prior to imaging, the start and end position of the rotation in the c arm is required to be confirmed. The investigation identified that the communication between the magnus maquet table and the philips azurion 7 m20 was interrupted due to an issue within the magnus maquet table. Without proper communication from the table, the azurion system was unable to confirm the required parameters and enable the cbct imaging. The investigation completed by philips and the manufacturer of maquet magnus table determined that the reported event was caused by a malfunction within the maquet magnus table (a faulty height potentiometer within the table was not communicating the table height correctly to the philips system). This resulted in the communication loss. There was no malfunction that occurred with the philips azurion 7 m20 system; the system is working to specifications. Therefore, philips has re-evaluated this complaint as not reportable. The investigation codes have been updated as per the investigation outcome.

Event description:
It was reported to philips that the cone beam CT stopped working during a surgery. The patient was under anesthesia and the cervical vertebrae had already been opened when the procedure had to be discontinued. Additional surgical intervention was required to complete the surgery the next day. Information regarding the patient¿s current condition is unavailable at this time. Philips has started an investigation of this complaint.